Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer's stylus was unresponsive. The stylus was not returned with the programmer. Analysis was also unable to confirm the comment regarding the programmer's screen. It was indicated that the upper hinge plate was broken and the media bay door latch was bent. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's screen would flicker and was not responsive to the stylus pen. The programmer was returned for service. No patient complications have been reported as a result of this event.